Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 50 mg/dl at the time of incident and 371 mg/dl. The customer treated low blood glucose with food. Customer declined troubleshooting for low blood glucose. Customer stated they receive calibration not accepted alert and change sensor alert. The insulin pump will not be returned for analysis.